Manufacturer narrative:
There has been no prod returned for eval. Therefore, no conclusion can be drawn.

Event description:
It was reported that pt is experiencing episodes of pain and discomfort. Dr can't "feel" anything and wants to perform CT scan and possibly other testing, but pt is unable to pay for procedures.